Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). During initial assessment of the returned homechoice (hc) device, a baxter technician determined the hc machine system failed returned instrument test/evaluation testing due to a heater bag temperature failed performance specifications, fluid delivered out of specifications.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Corrected information: upon further investigation by baxter, this event has been determined to be non-reportable.